Event description:
It was reported that the PICC burst, during CT injection, at the junction hub of the catheter. This event occurred in the edct department. The insertion site was the left basilic vein. The rupture was outside the pt. All parts of the catheter were removed. A new PICC line was placed successfully. There was a delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.